Manufacturer narrative:
Secondary, subluxation of the lens. Work order search. Results - visual inspection of the returned product showed there was evidence of a clear surgical residue; however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found.

Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens in 2009 in the patient's left eye, the lens was explanted one week later due to subluxation of the lens. The replacement lens was placed in the capsular bag.